Event description:
It was reported by the patient that the carelink monitor (clm) dials and redials, but never completes. . The clm will not be returned at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.